Manufacturer narrative:
The product was requested to be returned and has not been received. Note: this report is based solely on the customer's reported issue. (B)(4).

Event description:
Customer reported the alarm has power, but does not sound when the magnet pull cord is detached from the alarm. Batteries have been replaced with a new supply and there is no visible damage to the alarm. Customer did not provide a date when the issue was discovered. No pt incident or injury was reported.